Event description:
Reporter alleged passing out twice due to blood glucose monitoring device results. Reporter stated - incident 1 -four months ago passing out and being admitted to the hospital when glucose was measured at 38 mg/dl, however was not sure of the value or treatment at the hospital. Reporter stated - incident 2-in the morning device was 141 mg/dl and she took 8 units of insulin and was ready to eat breakfast but passed out first. Reporter stated falling and cutting her arm on the cabinet and soon afterwards calling a neighbor and device measured 216 mg/dl. Reporter stated not seeking medical attention and not believing her glucose levels were that high. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.